Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited diaphragmatic stimulation during the implant procedure. An attempt was made to reposition the lead but because the screw was not operating properly, the lead could not be repositioned. The lead was removed and replaced successfully with a new lead. No patient complications have been reported as a result of this event.